Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a scope communication error b30 and the image dropped out (black). The event occurred during colonoscopy procedure while the patient was under sedation. The procedure was completed using a similar device. There were no reports of patient harm.